Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, result too high, on the axsym analyzer. The abbott customer technical advocate (cta) provided instruction and asked the customer to check the dispense volumes, decontaminate the mup, clean the optics line and centrifuge the calibrator. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.